Event description:
It was reported that the customer's insulin pump was not vibrating or alarming when finishing a bolus delivery. The customer ran a self-test and it passed, but it did not vibrate when she programmed a manual bolus. Her blood glucose was 247 mg/dl. The insulin pump battery was not low and the customer had recently installed a new battery. Vibrate mode was turned on. It was stated the customer would discontinue use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.